Event description:
Report received with returned product stating that device was explanted due to pocket infection. Follow-up with the health care provider indicated that the infection was discovered during surgery to reposition the pump. When the pump pocket was opened, there was purulent drainage from the wound. The pocket site was cultured, resulting in a few gram positive cocci as well as white blood cells. The physician decided to remove the pump entirely rather than reposition it, and the patient was hospitalized for IV antibiotic therapy following explant. The patient showed no other signs of infection during his hospitalization, and was discharged with follow-up therapy of oral antibiotics. The patient recovered from the infection and was re-implanted on 07/30/1998.